Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material stuck in the channel. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and the reported malfunction was confirmed. Based on the results of the investigation: the foreign material may have been unable to be removed because the device was not reprocessed properly due to the leak at the rubber glue. Additionally, the foreign material was unable to be identified. However, the root cause could not be established. The event can be detected and prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.